Manufacturer narrative:
Device is a combination product. A1 patient identifier: (B)(6). Device evaluated by MFR.:synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with proximal struts pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descendng artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, it was noticed that the stent struts were damaged. The procedure was completed with a 3.0x32 non-bsc stent. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, it was noticed that the stent struts were damaged. The procedure was completed with a 3.0x32 non-bsc stent. There were no patient complications reported.